Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. All pump buttons are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings: during a visual examination of the pump, the keypad cover was observed to be torn near the down arrow button. During testing, all of the keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts.